Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the rewind, load, and prime steps with no abnormal issues occurring. The complaint that the pump was filling the tubing with air bubbles was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient is continuously getting air bubbles in the tubing. She attempts to clear the bubbles by priming and pushing them out of the cartridge but it doesn't work. Reporter has called about this issue before, and states that even with the replacement cartridges sent to them after a previous call to animas, the issue continues. Patient is using cartridges/sets per instructions for use and per customer support recommendations. Patient was advised to discontinue pump use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.